Event description:
It was reported that a user accidentally selected the fill cannula function on the ilet pump instead of the change cartridge and tubing function, and an agent provided guidance to navigate back to the correct change cartridge and tubing workflow. There were no reported clinical effects. Outcomes included no alerts, no alarms, no hospitalization, and resolution after user education. Investigation included customer service troubleshooting and user education on correct supply change steps. Investigation of this case revealed user error in following supply change steps, with no device malfunction and no component failure identified. It was concluded, based on established findings for similar reports, that user interaction error was the cause.